Event description:
During an initial interrogation of the ICD, the programmer displayed a message that the device had reached end of life, showing a low battery voltage. Device printouts showed that the ICD had 8 capacitor maintenances since 05/14/1998. The last capacitor maintenance occurred on 07/10/1998 and also indicated that the device had reset. The device exhibited constant noise reversion. The decision was made to explant the device.